Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that ther was one oversensing ventricular nst equal to 190 ms on (B)(4) 2012 12:46:19. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012 09:00:06 and (B)(4) 2012 21:00:07. The weekly hv (high voltage) -lead impedance trend data show various spike increases for max svc (superior vena cava) defib impedance equaling 58 to 212 ohms peak between (B)(4) 2012 and (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had an episode where it tripped lia (lead integrity alert) due to high impedance. It was noted that the impedance had been in range prior to and since that day. The lead remains in use. No patient complications have been reported as a result of this event.